Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed per specification with accurate readings.

Event description:
Customer reported noticing a difference between the sensor glucose readings and the blood glucose readings. Customer received a threshold suspend alarm and the blood glucose readings were in the 300 mg/dl range. Customer stated that they attempted to correct the blood glucose readings and received a no delivery alarm. Customer mentioned that the sensor was reading 53 mg/dl when the blood glucose reading was 274 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.